Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an audible yellow wrench advisory alarm occurring on the system controller was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were provided. The root cause of the reported event was unable to be determined through this analysis. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with a yellow wrench advisory. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a yellow wrench advisory on the system controller. The system controller was exchanged. Log files were not available. The yellow wrench advisory resolved after the system controller exchange with no new calls since the event. The system controller was disposed.